Event description:
It was reported that several hours after a lap cystectomy procedure, the clips had fallen off. Reoperation occurred. There was no patient consequence. No further info is available.

Manufacturer narrative:
Date sent: 11/21/2008. Info anticipated, but unavailable at this time.